Manufacturer narrative:
Manufacturer investigation conclusion: review of the log file provided by the account confirmed driveline fault events; however, a specific cause could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted photos confirmed damage to the silicone jacket layer of the driveline; however, a specific cause could not be determined through this evaluation. The submitted log file contained data from (B)(6) 2019. The log file contained intermittent driveline fault events on (B)(6) 2019, (B)(6) 2019. No other atypical alarms were noted and the pump operated above the low speed limit throughout the duration of the log file. It was reported the patient visited the outpatient clinic routinely. When connecting to the system monitor, a driveline fault displayed. The patient had no alarm message on controller due to the 7.29 software. There was no decrease or drop in pump speed. According to the vad coordinator, the external driveline was already covered by rescue tape or nearly the whole length. Log files were reviewed and showed multiple driveline faults. X-rays were taken and showed two stressed areas on the external portion of the driveline; one directly behind the bend relief and the other 10 cm from there. Visual driveline inspection was scheduled for an outpatient clinic visit on (B)(6) 2019. The half of the outer layer with all the rescue tape areas were opened. A stressed shielding on both parts which were noticed on the x-rays could be confirmed. There was no visible conductor damage. The part near the bend relief seemed to kinked in a very sharp angle, the other part was twisted. During the whole investigation, the patient was connected to the ppm, and no further alarm occurred in this time. The dl was covered and stabilized by a new rescue tape cover. The patient was provided with an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was at the clinic when a driveline fault appeared on the system monitor. There was no alarm on the controller nor any speed drops. According to the account, the patient's driveline was covered in rescue on nearly the entire cable length. Log file analysis revealed intermittent driveline fault messages from earlier in the week. X-rays were taken and revealed two stressed areas of the external portion. One directly behind the bend relief and the other about 10 cm away from the bend relief. A driveline inspection was performed and confirmed the two stressed areas from the x-ray. There was no visible conductor damage, the part near the bend relief seemed to be kinked at a very sharp angle, the other part twisted over time. During the inspection the patient was connected to power module and no further alarms persisted. The driveline was re-covered with new rescue tape. The patient was also given an unshielded cable. No further information was provided.